Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: professor huh used a versaport bladeless trocar 11mm. When he inserted the trocar he heard some cracking sounds but he did not see anything broken with the cannula. After he finished with his procedure, he realized the tip part of the obturator and dilating fins had been broken. To find the broken pieces, he re-opened the incision site and found the pieces stuck in the sub-cutaneous layer of the abdominal wall.